Event description:
It was reported that customer had high blood glucose. Customer changed the infusion set and noticed the piston was pushing the insulin through reservoir but it did not hit the reservoir. Customer's blood glucose was 400 mg/dl. Customer stated that the insulin squirted out during manual prime. Troubleshooting was done however the issue did not get resolve. Advised the customer that insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, unit was received with scratched display window and cracked reservoir tube lip, case window corners, battery tube threads and stained end cap sticker.